Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for evaluation. The product was received in good condition with no visible external damage or defects observed. The reported event is a known and anticipated failure mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The batch number is unknown and the manufacturing record of the complaint device could not be reviewed .the root cause is not confirmed. (B)(4).

Event description:
Same case s MDR ID: 2134265-2013-3168;2134265-2013-03335. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. The ilab cart system 100v with motor drive was used in conjunction with an atlantis sr pro2 catheter intended to visualize the target lesion. It was noted that during post ivus the mdu was unable to perform automatic pullback. The physician completed the procedure with the same catheter using manual pullback. No patient complications were reported and patient's condition is good.